Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, diagnosed by ultrasound. This record relates to the right side. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported rupture, diagnosed by ultrasound. This record relates to the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed clarification to d.9. Returned to mfg on: the device has not been returned.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken on posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture, diagnosed by ultrasound. This record relates to the right side. Device has been explanted and replaced with a non-allergan device.